Manufacturer narrative:
Correction to emdr follow up #1 to field g4. Date should be 04/28/2023. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation - service line director. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer was assisted in switching over to the inner lumen for alternate arterial pressure (ap) access which produced an appropriate, pulsatile waveform. The patient was later transferred to another facility. There was no patient harm or adverse event reported.